Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that patient was implanted on an unknown side and revised due to wear and disassociation.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. D11: medical products and therapy date. Detail of product: item number: 192808, item name: echo b-mtrc mp rp so 8, lot#: unknown, item number: 290039150, item name: cls spotorno, stem, 135, uncemented, 15.0, taper 12/14, lot#: unknown, item number: 00000004270, item name: alloft-s alloclassic shl 62/nn, lot#: unknown. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Correction: b4, g4, g7. Additional: h6. Device history record (DHR) was reviewed and no discrepancies were found. Event summary: we were informed by bfarm (bonn) that a patient underwent a revision surgery due to wear and disassociation of the alpha metasul insert 62/28 mm. It was reported that the metallic inlay moves inside the polyethylene. The parts were implanted on (B)(6) 2003 and revised on (B)(6) 2019. Review of received data: an email from the operating surgeon was received, covering the following information: summary: bfarm informed due to sudden disassociation of the metasul/pe liner. No complications during the periop course, extensive periprosthetic osteolysis, however, implants still in place. Patient data: male, 51 years of age, 178cm, 73kg, active craftsman. The patient did not report any trauma. Explants are with the patient. Surgery (B)(6) 2003 (implantation): summary of the description of procedure: dorsal approach (moore). Opening of the joint capsule and luxation of the femoral head to dorsal. Due to condition after transposition osteotomy 10 years ago visible arthritic changes of the head and acetabulum. Resection of the femoral head. Incremental reaming of the acetabulum until 62 mm. Insertion and fixation of a 62 allofit shell with a good position and a firm fit. Insertion of a matching durasul liner (28 mm) (assumed to be the metasul insert). Incremental reaming of the femoral canal until cls rasp 15. X-ray control, with rasp in place and a xl head, shows a good fit without luxation tendency. Cementless implantation of the cls stem (62 mm, 135°) and mounting of the metasul xl head (28 mm). Closure. X-ray control shows a proper implant position. Surgery (B)(6) 2019 (revision): diagnosis: complication of joint endoprosthesis left, osteolysis at the acetabulum and the femur, primary implantation 2003 after hip dysplasia after transposition osteotomy. Treatment: exchange of liner (alpha insert 62/nn) and head (bioball 36 mm with bioball adapter 3xl 12/14) without revision of cup (left), joint debridement and lavage. Summary of description of procedure: radiological pe wear and osteolysis at the acetabulum and the proximal femur after implantation of a cementless htep left 2003 with mom articulation. Liner and head revision is indicated. Preparation and opening of the joint capsule. Moderate amount of clear joint effusion. Sample collection. Macroscopically no indication of infection. Removal of scar tissue and toxic pe granuloma. Excellent joint stability with good cup positioning and only little anteversion of the stem. Luxation and removal of the head. Removal of the alpha metasul liner without problems. The inlay is significantly worn and the metasul inlay in disassociated from the pe body, hence the metasul inlay can move inside the pe body. Cup and stem are firmly seated. Debridement. Large osteolysis behind the cup visible. Debridement and removal of toxic pe granuloma at the stem entrance. Also here osteolysis medial and lateral of approx. 3cm could be probed. No osteolysis ventral and dorsal. Joint lavage, implantation of new components and closure. Postoperative x-ray shows correct positioning. Intraoperative image of the removed liner: the insert is partially covered with blood. The metasul inlay is slightly tilted within the polyethylene liner and a hook is placed within a gap between inlay and liner. Additionally, it seems that the rim of the polyethylene liner shows signs of possible delamination and / or damage along the edge to the metasul inlay. No further details visible due to blood and poor image quality. Based on this image the reported event can be confirmed. Two x-rays have been received and were analyzed by a radiologist: 2 ap pelvis films demonstrate a left total hip arthroplasty with cement fixation of the acetabular cup. Radiolucency along the acetabular cup could indicate osteolysis. Second image demonstrates asymmetric positioning of the femoral head (possibly mildly undersized femoral head) within the acetabular cup suggesting polyethylene wear. Femoral component is intact with no radiolucency. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, as they remain with the patient. Review of product documentation: all involved devices are intended for treatment. DHR review: all 18 released parts have been measured with the 3d measuring machine during final inspection and were conform to the defined specifications. Further, the lot of the used metasul inlay was measured a 100% with the 3d measuring machine and all parts were conforming to the defined specifications. Raw material certificates were reviewed and found to be conform to the defined specifications. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Conclusion summary: we were informed by bfarm (bonn) that a patient underwent a revision surgery due to wear and disassociation of the alpha metasul insert 62/28 mm. The parts were implanted on (B)(6) 2003 and revised on (B)(6) 2019. The products remain with the patient; therefore, no visual and dimensional examination could be performed. The received intraoperative image of the explanted metasul alpha insert allows a limited examination of the part. It shows a worn polyethylene liner and possible deamination and / or damage. The medical data indicates osteolysis behind the cup and that the liner is significantly worn. Based on the medical documentation and the intraoperative picture the reported event can be confirmed. The complaint history identified one additional similar event for this device, therefore, no accumulation of similar events identified. Review of the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Therefore, the document based investigation did not identify a non-conformance or a complaint out of box (coob). Based on the available information, it can only be assumed that at one point in time the inlay became loose within the polyethylene liner. The loose inlay could move against the liner resulting in the observed polyethylene wear. As consequences the inlay could tilt and the wear particles could possibly have contributed to the reported osteolysis. It is unknown if and to what extent the possible delamination and /or damage of the polyethylene contributed to this. Therefore, based on the investigation, we were not able to identify an exact root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.